Manufacturer narrative:
(B)(4).

Event description:
It was reported that a signal loss occurred. It was indicated that the patient was using an unsupported operating system, which is misuse of the device. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). 3004753838-2026-122810 was reported in error. Please disregard initial reporting of this event as this event has now been deemed not reportable. B5: describe event or problem - correction h2 type of follow up - correction

Event description:
After submission of the initial MDR product was received on 4/9/2026 it was determined this complaint is not reportable per corpft-140202.